Event description:
During knee arthroscopy noticed that the tip of the probe was broken. Dr (B)(6) explored knee and found the tip of the probe and removed it with grasper. Xray of knee was done with c-arm to confirm that no other pieces were present.